Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip had a particulate inside the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received, it came in a sealed packaging blister. A visual inspection was performed confirming fm on the plunger rod, about at 1¿ from the thumb press; therefore, not in the fluid path, it is a mix of silicone with lint. Root cause possibly is from the cleaning process lint residues from the clothing cleaning mixed with silicone. This is the first complaint for the lot# 8164810 for the same defect or symptom. As per request, ftir analysis was completed on the piece of material observe din the barrel behind the stopper. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely polypropylene. DHR- there was no documentation of issues for the complaint of batch #8164810 during this production run.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip had a particulate inside the syringe. There was no report of exposure, serious injury, or medical intervention.